Event description:
The initial reporter stated they received discrepant results for two samples collected from the same patient and tested with the elecsys toxo igm immunoassay on a cobas e 411 immunoassay analyzer. The first sample resulted in a toxo igm value of 4.30 coi (reactive) when tested on the e411 analyzer. The 4.30 coi (reactive) value was reported outside of the laboratory. The sample was sent to another laboratory for testing with an unknown toxo igm method, resulting in a negative result. A second sample was collected from the patient and resulted in a toxo igm value of 4.28 coi (reactive) when tested on the e411 analyzer. The sample was sent to another laboratory for testing with an unknown toxo igm method, resulting in a negative result. The serial number of the e411 analyzer is (B)(4).

Manufacturer narrative:
Two samples from the patient were provided for investigation. The customer's elecsys toxo igm results could be reproduced. The samples were non-reactive for elecsys toxo igg. Based on recomline toxo igm immunoblot, a toxo p30 antigen band was detected. A true reactivity to toxo p30 could not be excluded based on the blot results. The investigation could not identify a product problem. The cause of the event could not be determined. An early toxoplasma infection could not excluded.